Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity and no related adverse trends were identified for the architect stat high sensitive troponin-I assay. The sample that generated the falsely elevated result was not available for return, therefore sample specific testing could not be performed. Review of the customer's instrument logs did not identify conclusive information to indicate an instrument or specific sample integrity issue occurred with the falsely elevated result. Using worldwide field data, the historical performance of lot 92478ui00 was compared to the performance of all architect stat high sensitive troponin-I reagent lots in the field. The patient median for the lot was analyzed and found to be within the established limits and confirms no systemic issue for the lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect stat high sensitive troponin-I, list 3p25 that has a similar product distributed in the us, list number 2r98. Section a patient information: no further patient information was provided.

Event description:
The customer obtained falsely elevated architect stat high sensitive troponin-I result for a (B)(6) year old male physical examination patient with no related clinical symptoms. The following results were provided. (B)(6) 2019: 1.1626 ng/ml and 1.0008 ng/ml, (B)(6) 2019: 1.4613 ng/ml, (B)(6) 2019: 1.7647 ng/ml, (B)(6) 2019: 1.9436 ng/ml, (B)(6) 2019: 2.5798 ng/ml. Date unknown: undiluted 1.3603 ng/ml, diluted 1:2 1.4022 ng/ml, diluted 1:4 1.4740 ng/ml, and diluted 1:10 1.2001 ng/ml. No impact to patient management was reported.